Event description:
It was reported that this left ventricular (lv) lead was explanted due to a dislodgement due to patient anatomy. A non-bsc lead with a different design was implanted successfully. No additional adverse patient effects were reported.